Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high capture thresholds. The patient was asymptomatic. Programming changes were implemented and there were no reported adverse effects to the patient.